Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown dust contaminant inside the filter area of the blower box, on the blower box, front panel, bottom enclosure, blower, blower seal, and on the inside of the blower box. The manufacturer also found evidence of liquid ingress on the blower and blower box, dust contaminant inside the blower. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation/breakdown. The manufacturer also confirmed the presence of contaminant and liquid ingress in the device. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.